Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as there is no indication the iol was implanted. Section d-6b date explanted: not applicable as there is no indication the iol was implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dcb00 model intraocular lens (iol) - sn: (B)(6) would not deploy and the cartridge tip looked bent. The following are all unknowns: extent of patient contact with the iol, medical or surgical intervention, replacement lens information, and patient status post procedure. The suspect iol is not available for return as it was discarded. No further information is available.